Event description:
The customer reported that while the unit was in use on a pt, the unit displayed an electrical test code #120 and a "no pt status available" message. Then the system failed. The pt was switched to another unit and therapy was continued. No pt injury was reported.